Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The patient was at a setting of program 5 at 9.0 when the urology office confirmed the low battery with the programmer. At that time the patient was scheduled for a battery pla cement. No lead fracture or migration was noted during the or replacement, so the physician used the existing lead. The physician was curious if the setting the patient was at caused the low battery or if it malfunctioned in some way. The device was removed due to the indication of low battery. The cause was unknown

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) revealed that, for the majority of time prior to eri, this device was being operated at an average amplitude of 6.73ma, rate of 21hz, pulse width 210 sec, and average impedance of 656.85ohms. The device reached eri 748 days after implant. Assuming the minimum 90 days between eri and eos (ndhf1606-202015), this device was on track to hit eos 893 days or 2.44 years after implant. Table 6 in the sebl manual (m988757a22) estimates a device running at the same amplitude and impedance, assuming pulse width 210 sec, frequency 14hz, and two active electrodes, should last between 1.9 and 4.3 years. The estimated 2.44 year life of this device is already within the predicted range before adjustments are made for the third active electrode. It is reasonable to conclude that the battery depleted as expected from normal use. No further investigation is warranted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.